Event description:
The customer reported that during a laparoscopic appendectomy. The device was used five times and then a red system alarm was observed. The surgeon withdrew the device from the patient and then there was fracturing from the dissector¿s active waveguide. Nothing fell into the patient cavity and there was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.